Event description:
It was reported by the patient that she underwent an obturator sling procedure on (B)(6) 2012. Following the procedure, the patient has experienced constant infections, vaginal burning, and hip, leg, and groin pain. The patient described her symptoms as a glass cutting feel around her bladder. The patient reported that she felt like something was in her rectum and her tail bone ached and burned. The patient experienced tingling and numbness. Additional information has been requested.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4) - dysuria. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
On (B)(6) 2012 pt had left fallopian tube removed. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6).